Manufacturer narrative:
(B)(4). The original reports were submitted on time and accepted. This report is re-submitted due to an FDA request to submit report with the corrected MDR number. The correct MDR number is 3011137372-2016-00209. A review of the DHR showed that there were no unusual manufacturing issues or errors. An examination of the device itself showed that the approximation wings were not welded. Weld operations are performed as a part of its manufacturing process therefore , this complaint is considered verified and valid. Also, it should be noted that the device was not missing any components or damaged, thus no material was left behind within the patient.

Event description:
The doctor initially claimed that it did not feel normal when he opened the wings of the shield. He withdrew and had the suture checked. Then re-inserted, deployed the shield and it broke apart without any force being applied according to the nurse providing the information. The device was withdrawn and there was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The initial MDR with number 3010041511-2016-00011 was submitted on 06/22/2016. It was submitted under the incorrect MDR number. The correct MDR number is 3011137372-2016-00209.